Event description:
Reporter alleged discrepant blood glucose result of 62 mg/dl back to back with a result of 302 mg/dl when testing was performed 1 min apart on the advantage system. No additional info was provided about the event. A request was made for the returm of the suspect device and replacement product was sent.